Event description:
Crm received information that this right ventricular lead was found to be dislodged at the post operative check. It was suspected that the cause was due to patient movement. The lead was repositioned and remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.